Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, the reported perforation resulting in hypotension appears to be related to procedural conditions associated with the atrial septal puncture. Perforation and hypotension are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report atrial septal defect, requiring intervention. It was reported on (B)(6) 2018, a mitraclip procedure was performed to treat a functional mitral regurgitation (mr) with grade of 4. Two clips were implanted with no reported issue, reducing mr to grade 1-2. On (B)(6) 2023, the patient returned with recurrent mr of grade 4. The recurrent mr was due to disease progression (enlargement of the heart). There was no issue with the previously implanted clip. A second mitraclip procedure was performed to treat the recurrent mr. One clip was implanted with no reported issue, reducing mr to grade 1-2. After retracting the steerable guide catheter to the right atrium, the patients¿ blood pressure dropped from 90¿s to 80¿s. Judging that it was due to iatrogenic atrial septal defect, a 10mm amplatzer septal occluder was implanted to close the atrial septal defect. There was no clinically significant delay in the procedure. No additional information was provided.